Event description:
It was reported during a percutaneous transluminal coronary angioplasty /stent procedure of an in stent restenosis of a proxinal right coronary artery, the cutter froze after the 27th cut. Upon inspection outside the anatomy, there were marks visible where the cutter had exited the cutter window. There were no pt effects reported.